Event description:
This report represents the 1st of 3 reports submitted for each of the 3 screws involved in the following event: on (B)(6) 2016, surgery was performed on a cancer patient who had a neoplastic vertebral body fracture at l1. At some point after the operation, it was discovered that 3 screws had broken (the left screw at l2 and both the left and right screws at l3). Over time, kyphosis increased and the end of the rod was pushed up to the extent that the skin was raised, causing pain. On (B)(6) 2019, the all the hardware was removed.